Event description:
It was reported that immediately following the implant procedure, the patient complained that the implantable cardiac monitor (icm) was poking at their skin. It was noted that the icm had moved with the surrounding breast tissue and was now tenting the skin giving it the appearance that it may migrate out. After additional movement by the patient, the icm again rested flat and the tenting was gone. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.